Event description:
This report summarizes 60 malfunction events in which the device reportedly overheated. 44 events had no patient involvement; no patient impact. 1 event had temporary and reversible deterioration of the state of health. 15 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 60 events were reported for this quarter. Product return status: 58 devices were evaluated based on historical data analysis. 2 device investigation types have not yet been determined. Additional information: 60 devices were not labeled for single-use. 60 devices were not reprocessed or reused.

Event description:
This report summarizes 60 malfunction events in which the device reportedly overheated. 44 events had no patient involvement; no patient impact. 14 events had patient involvement; no patient impact. 1 event had insufficient information received. 1 event had temporary and reversible deterioration of the state of health.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 60 previously reported events are included in this follow-up record. Product return status 60 devices were evaluated based on historical data analysis.